Event description:
It was reported that stent damage occurred. A 32 x 3.00 promus premier drug eluting stent was unpacked and was selected for use to treat the lesion. However, when the physician was about to deliver the stent into the patient's body, it was found out that the surface of the stent was not smooth and was unable to be delivered. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: promus premier ous mr 32 x 3.00mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon cones were tightly wrapped and evenly folded and did not appear to have been subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. No issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 32 x 3.00 promus premier drug eluting stent was unpacked and was selected for use to treat the lesion. However, when the physician was about to deliver the stent into the patient's body, it was found out that the surface of the stent was not smooth and was unable to be delivered. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.